Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2013 due to skin overgrowth. On (B)(6) 2013 significant hypertrophy and chronic infection was reported and subsequently the hypertrophy tissue was excised and cauterized with silver nitrate. The implanted device remains. This report is filed january 7, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was treated with antibiotics (date and type not reported). It was also reported that as of (B)(6), 2013, the infection had been significantly reduced. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.